Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver display screen became frozen. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver display screen becoming frozen could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver display screen became frozen...the complaint confirmation of the receiver display screen becoming frozen could not be determined."

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed hwbbt. The complaint confirmation of the error icon becoming frozen could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. The receiver was charged and rebooted and passed. The log was downloaded and reviewed finding hardware errors. Functional testing was performed and it passed. The receiver case was opened and the internal inspection passed. The allegation was confirmed. The root cause could not be determined.